Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary signal loss between the dexcom g7 cgm and the ilet while the ilet was charging, after which the cgm displayed a reading and the ilet reconnected and resumed automated insulin delivery. Symptoms included hyperglycemia. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included customer interview and review of device behavior logs as available. Investigation of this case revealed a communication interruption to the ilet consistent with loss of cgm signal during charging, with no ongoing device malfunction identified after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to intermittent cgm-to-ilet communication loss.